Event description:
It was later reported on (B)(6) 2013 that the patient had to wait 14 weeks for his revision surgery. There was also a discrepancy on the surgery date. It was now reported that it occurred on (B)(6) 2012.

Event description:
It was reported that the patient experienced a loss of pain relief bilaterally in the legs and lower back with stimulation in the wrong location from their implantable neurostimulator (ins). High impedances (>20,000 ohms) were measured on electrodes # thru 15 but were normal on the other lead. Both leads were then replaced. The patient was reported as dong "great" in the recovery room with excellent coverage for their pain noted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of the lead (model# 3778-60, serial# (B)(4)) found all conductor wires broken 19.9 cm from the distal end. The anchor site was 21 cm from the distal end. Functional testing revealed open circuits on all wires. Analysis of the lead (model# 3778-60, serial# (B)(4)) found no anomaly.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the stimulation went out in the prior year and it took 4 months for a revision. The timeframe was unclear as it was previously reported as 14 weeks.